Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had called for assistance with MRI mode and reported that their implanted system has been such a problem and that it has been off for 3 weeks now. The patient clarified that the implant worked for 3 days and then the patient was right back to where they started with their symptoms. The patient reported they had spasming and haven't been able to get above a .6 on a program and their managing health care provider (hcp) said "gosh, maybe we're in the nerve instead of being next to the nerve," and the patient reported the battery was only "half in" and that they could actually feel the battery poking out. Patient services asked the patient if by "poking out," the patient meant they could feel the battery through the skin and the patient said "yeah. Let's put it this way: if I was in a bar and a guy decided to put his hand on my butt, um, he would get a surprise." The patient stated the hcp was going to "reinsert it" on (B)(6) 2022. Documented reported event. No further action was taken on the call. The patient's relevant medical history included the patient reported they were getting an MRI of their hand.